Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were unresolvable suction alarms during use of this device. The pump was removed and replaced. There was no patient harm reported.